Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician had general questions about longer interrogation times after the patient has a MRI. Boston scientific technical services (ts) discussed telemetry challenges and some troubleshooting techniques. No adverse patient effects were reported.